Event description:
Description of event according to initial reporter: I had a tulip put in (B)(6) 2024 after a pulmonary embolism. Attempt to remove the filter (B)(6) 2024. It was not successful and one of the legs broke off. It was snared and retrieved. Patient outcome: partial tulip remaining in my inferior vena cava.